Event description:
The patient came in for a post-op appointment 1 month after the primary surgery and it was observed that the acetabular cup moved and is in protrusion and the cause is unknown. The surgeon revised the cup, head, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17-august-2022. Lot 2201526: (B)(4) items manufactured and released on 01-mar-2022. Expiration date: 2027-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.